Event description:
It was reported that ongoing intermittent occlusion alarms occurred and caused the customer¿s blood glucose level to read "high." The customer took corrective action by administering a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.